Manufacturer narrative:
Product event summary: the pump was not returned for evaluation. The reported high-power event was confirmed via review of the controller log files which revealed an increase in power consumption starting (B)(6) 2018 and 9 high watt alarms logged since (B)(6) 2018. Of note, it was reported that the patient received lysis treatment for suspected thrombus. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on risk documentation and the available information, the most likely root cause of the high-power event can be attributed to external factors such as thrombus formation/ingestion. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the pump had high watt alarms, high power and increased flow. A thrombus was suspected, lab testing was performed and the patient was hospitalized and treated with lysis. The patient then expired due to massive intracerebral bleeding.